Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Healthcare provider (hcp) reported infection at ipg site. Pt treated with antibiotics but infection continued to progress. Full device removal planned for (B)(6) 2020. No device malfunction was reported.